Event description:
Cancellation report is being submitted due to the completion of the investigation on 17-apr-2024.

Manufacturer narrative:
PMA/510(k) # k210476. Cancellation report is being submitted due to the completion of the investigation on 17-apr-2024. Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to three other complaint files. For details of the other investigations please refer to pr (B)(4). It had been indicated that the complaint devices were going to be returned but to date this has not happened. If the devices are returned in the future then the file will be updated accordingly. A photo showing the syringe luer of the syringe to be off centre was shared. Manufacturing records prior to distribution, all echo-hd-22-ebus-p devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c1970189 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0060 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0060) image review. An image was not returned for evaluation. Root cause analysis. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to device getting damaged during transportation or external storage causing the syringe luer to become distorted and leading to the difficulty using the syringe by the user. Summary: complaint is confirmed based on customer and/or rep testimony and image provided. No patient outcome information was shared. Complaints of this nature will continue to be monitored for similar events.

Event description:
Standard vacuum syringe technique not working due to defect in syringe stop cock side as showing in pictures.

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.